Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) in association with the non-bsc transvenous right ventricular (rv) lead exhibited some kind of anomaly in measurement that resulted in a request by the following physician to have the device system checked. The patient was going in to the clinic when they informed boston scientific technical services of the issue. No adverse patient effects were reported.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
Most recently, the boston scientific local area sales representative confirmed that this ICD had not caused or contributed to any adverse patient symptom or otherwise exhibited any kind of malfunction such as would impact critical therapy. The device remains in service, as does the non-bsc lead. The only kind of follow-up planned was routine six month ofice visit and regular latitude transmissions. There had been no adverse patient effects.